Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No unexpected rf pic failed selftest alarm anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed selftest. Customer's blood glucose value was 165mg/dl. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.